Event description:
The patient was admitted in hospital due to several inappropriate shocks. Interrogation of the device revealed a ventricular lead impedance value lower than 200 ohms. The physician decided to perform a lead revision on (B)(6) 2015 and the rv lead (isoline) was abandoned. The ICD remains implanted.

Event description:
The patient was admitted in hospital due to several inappropriate shocks. Interrogation of the device revealed a ventricular lead impedance value lower than 200 ohms. The physician decided to perform a lead revision on (B)(6) 2015 and the rv lead (isoline) was abandoned. The ICD remains implanted.

Manufacturer narrative:
It was reported on (B)(6) 2015 that the subject ICD was explanted because the rrt point has been reached.

Event description:
The patient was admitted in hospital due to several inappropriate shocks. Interrogation of the device revealed a ventricular lead impedance value lower than 200 ohms. The physician decided to perform a lead revision on (B)(6) 2015 and the rv lead (isoline) was abandoned. The rrt has been reached and so the subject ICD has been replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.